Event description:
In preparation for variceal banding in the esophagus, the physician selected a cook 6 shooter saeed multi-band ligator. While loading the ligator device onto the endoscope, both blue hooks separated from the loading catheter. Another device was used to complete the procedure. This occurred during the loading process; the loading catheter was not located inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The information in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in the (B)(6). The medical facility in the (B)(6) involved in this report is listed. The contact details for the cook facility in (B)(4) are: (B)(4). Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A blue hook has separated from one end of the loading catheter. The blue hook was not returned and therefore could not be measured. The blue hook on the opposite end of the catheter was removed from the tubing, measured and found to be within the appropriate manufacturing specification. The inner diameter of the loading catheter, the length of the loading catheter and the length of the stylet wire were verified and found to be within the appropriate manufacturing specification. No kinks or bends were noted in the loading catheter. A product discrepancy or anomaly that could have contributed to blue hook separation from the loading catheter was not observed during our analysis of the returned product. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. Investigation conclusions: a definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. The instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approximately 2 cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.